Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed. The dislodgement took place prior to any post dilation could be discussed or performed. It was confirmed that the patient was rapid paced during the deployment. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Pre-implant computed tomography (CT) scan was provided. The patient had an annular perimeter of 74.2 millimeter (mm) and perimeter derived diameter of 23.6 mm, suggesting a 29 mm evolut valve. Protruding calcium was observed in aortic annulus near the left coronary cusp (lcc). Calcified aortic valve leaflets were observed. Aortic root angulation was 59 °. Intra procedural images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was attempted to be deployed on the first attempt, but depth was <(><<)>1mm which warranted recapture. During the second deployment attempt, depth assessment was performed in the cusp overlap view which was approximately 3mm at the non-coronary cusp (ncc). Depth assessment was performed in the lao view which was approximately 5mm at the lcc. It is possible that the nose cone of the delivery catheter system (dcs) interacted with the evolut valve, causing an aortic dislodgement. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Even though the dcs removal was not shown in the media files provided, it appears that it was the most likely cause. A non-medtronic valve was successfully implanted. Additionally, there is evidence of a possible aortic dissection in the ascending aorta. Of note, prosthetic valve migration/embolization and dissection are listed as potential adverse events in the device instructions for use (IFU). Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the image review, it is possible that the nose cone of the delivery catheter system interacted with the valve, causing an aortic dislodgement. However, this was unable to be confirmed from the information available. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after final release, the valve embolized into the ascending aorta. A second, non-medtronic transcatheter valve was used to completed the procedure. No additional adverse patient effects were reported.